Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During procedure, atrial and ventricular leads were successfully implanted. While implanting the pacemaker the coronal sinus was unable to be found and the patient developed severe heart failure which obstructed the surgical procedure. The patient was then sent to cardiac care unit (ccu) for treatment. There is no allegation of malfunction from the health care professional that its related to device, sheath or leads. The patient was implanted selectively and discharged.

Manufacturer narrative:
A complete lead was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.